Event description:
It was reported that the ilet bionic pancreas displayed a pairing failed alert while attempting to connect to a freestyle libre 3+ sensor, after which a rescan was performed in the ilet mobile app and the sensor successfully paired with the pump and displayed glucose values. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of normal device function with no alerts or alarms following troubleshooting and education. User support included telephone-based troubleshooting and user guidance to rescan and re-establish communication. Investigation of this case revealed a temporary communication or pairing failure resolved through standard re-pairing steps, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient connectivity conditions.